Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: the patient underwent an operation for an intertrochanteric femoral fracture. Reportedly the doctor properly performed the reaming for insertion of a dynamic hip system (dhs) blade and followed proper procedure to insert the blade by using a centering sleeve. Despite this, the connection screw was broken. The surgeon removed the broken screw with the extraction tool, and replaced it with a lag screw. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is not distributed in the united states, but is similar to device marketed in the USA. The manufacturing documents were reviewed and no complaint related issues were found. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Manufacturer narrative:
Device was used for treatment, not diagnosis. No product fault could be detected. This instrument was manufactured according to the specifications at the time of manufacturing.

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process.